Manufacturer narrative:
Of the two devices, lot numbers were not provided, and lot history reviews could not be performed. Of the two devices, two devices were not returned to the manufacturer for evaluation, however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced detachment of device, and patient device interaction problem. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. One male and one female¿s ages were reported ranging from (B)(6), however, the weights were not reported.